Event description:
It was reported that during a laparoscopic gastric band procedure, the nurse did not do a pre op leak test. The doctor inserted the band as usual and then checked the balloon for leaks and discovered that the balloon had a hole. The doctor claims that he didn't touch the balloon at all. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.